Event description:
Boston scientific received information that this lead was believed to be fractured, as there was noise, inappropriate shocks and low shocking impedances of less than 100 ohms. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.